Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11/224/227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to readings obtained on a competitor brand device (>600 mg/dl). The customer did not notice a trend arrow on the device and the length of sensor wear is 5 days. As a result, the customer experienced vomiting, shock, "no longer fully responsive", "no memory of the event", "delirious", loss of consciousness and hyperglycemia. The customer was initially given food, however, when laboratory result was obtained, the customer was admitted in intensive care unit (ICU) and was administered saline infusions. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to readings obtained on a competitor brand device (>600 mg/dl). The customer did not notice a trend arrow on the device and the length of sensor wear is 5 days. As a result, the customer experienced vomiting, shock, "no longer fully responsive", "no memory of the event", "delirious", loss of consciousness and hyperglycemia. The customer was initially given food, however, when laboratory result was obtained, the customer was admitted in intensive care unit (ICU) and was administered saline infusions. There was no report of death or permanent impairment associated with this event.